Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46515 load version 6 software, and there was no physical damaged reported. The event occurred during testing and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The device was used, decontaminated, and not in original packaging. Visual inspection performed. Physical condition of this device has scratched lcd lens, lifted downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Performed functional testing. Reported problem was not duplicated. Found no error code in device. No root cause determined, and no action taken as no problem was found. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.